Event description:
At the end of case, when removing the dekompressor, the physician noticed a piece a piece of the auger remained in the patient, the physician made an incision in the patient and removed the wire. Patient discharged as normal.